Manufacturer narrative:
A supplemental report is being submitted for additional event details. D4: serial or lot#: h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented with a high power alarm and hemoglobinuria and was diagnosed with pump thrombosis. The patient was treated thrombolytics and the vad flows and power returned to near normal after treatment

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the timing of the repair is unknown due to financial issues impacting the patient and facility relationship that is not due to the vad, therapy or this manufacturer and is due to the relation of the facility.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watts and the patient was admitted for treatment. Review of log files revealed there was a drop in flows which was believed to be possibly due to the ingestion of thrombus, and then power increased. It was stated that the patient had been in contact with someone carrying tuberculosis (tb), so the patient was given tb medication which may have interfered with the efficacy of warfarin and lowered the patient's international normalized ratio (inr). During the admission, a splice repair was planned to be performed. However, it was determined that stopping the vad in order to perform the repair was too risky and the repair was postponed. Upon inspection, the prior strain relief repair was failing to stay in position at the connector nut. A deviation from the standard repair was performed on the strain relief. Due to known damage to the green wire insulation beneath the old repair, a removal of the old repair was avoided. Instead, a reinforcement layer was created to fixate the strain relief repair in place and protecting it. An additional layer of sheath repair was added on the whole driveline until a new appointment can be arranged to perform the splice repair. Was also noted that the driveline cover showed signs of hardening. The driveline cover was removed but was not replaced due to not wanting to stop the pump. The strain relief repair also would not fit on the connector. The vad and driveline remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the driveline boot cover (unknown lot number) were not returned for evaluation. Review of vad (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. There was no evidence that the associated driveline boot cover had previously been serviced. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue, and the driveline boot cover¿s lot number was unknown. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2025 and thirty-four (34) low flow alarms logged since on (B)(6) 2025. This was followed by a sharp increase in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters above normal operating range, and seventy-one (71) high watt alarms logged since on (B)(6) 2025. Additionally, log file analysis revealed an additional decrease in power consumption and estimated flows to parameters below normal operating range on (B)(6) 2025. Of note, it was reported that the patient was treated with thrombolytics, after which the power and flow returned to normal operating range. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous strain relief repair was worn out. On-site inspection of the driveline boot cover, as well as visual evidence provided by the site, revealed that the boot cover was hardened. As a result, the reported events were confirmed. A driveline sheath repair and a driveline cover removal were performed to mitigate the conditions reported. Of note, the previous repair remained on the driveline due to patient concerns and the new sheath repair was used as a reinforcement layer. Based on the available information, the most likely root cause of the strain relief repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, a possible root cause of the hardened driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA: pr00536773 is further investigating this issue. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the low flows may be attributed to thrombus at the inflow cannula, which likely got ingested into the pump, resulting in the increase in power and triggering high watt alarms. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: driveline cover d4: serial or lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.